Event description:
Complaint alleges: the theatre staff reported that the clips would not close on placement over the vessel. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review did not show issues related to complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. Manufacturer wil continue to monitor and trend similar complaints.